Manufacturer narrative:
Sample has been requested but not received for evaluation. Should sample become available, a follow up report will be filed.

Event description:
Sales rep received report from customer about an issue with the extension set tubing and male luer adaptor that became disconnected. Set was being used on patient - some bleeding occurred. No patient injury was reported.